Event description:
The pt rec'd emergency room treatment for elevated blood glucose levels and reported that the pump was emitting occlusion alarms.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that the pump had emitted occlusion alarms alerting the user that insulin delivery had been interrupted. Eval demonstrated that the pump was operating within required specifications and delivery accuracy and the report of occlusions could not be reproduced.